Event description:
As reported, during the training with a mannequin, the lifeband (lot # unknown) was twisted and required replacement. In addition, during the lifeband removal, the lifeband clip has broken. After the lifeband was replaced, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 02 (compression tracking error), and (ua) 18 (max take-up revolution exceeded) error messages. No patient involvement. Please see the following related MFR reports: MFR 3010617000-2021-01054 for autopulse lifeband.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for (ua) 07 was due to a defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. The other reported complaints of (ua) 02 (compression tracking error), and (ua) 18 (max take-up revolution exceeded) error messages were confirmed during archive data review but not during functional testing. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and was replaced to remedy the (ua) 07 error. Archive data review showed the occurrence of (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 02 (compression tracking error), and (ua) 18 (max take-up revolution exceeded) error messages, thus confirming the customer complaint. In addition, the archive showed user advisory (ua) 12 (lifeband not present), unrelated to the reported complaint. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without (ua) 12 error messages. User advisory (ua) 02 (compression tracking error) and (ua) 18 (max take-up revolution exceeded) are the clearable error messages and are designed into the platform to alert the operator that autopulse platform has detected one of several conditions: per the battery hangtag - advisory codes description and action, (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).